Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that following an ablation procedure, the doctor found a burn injury on the pt's leg where the pad had been applied. The burn was described as 2cm x 2cm. A consultation at a dermatology clinic was conducted and the burn was treated with ointment.